Event description:
Received information stating pt was hospitalized due to dka. It is unk which cartridge lot number was being used at the time of event.

Manufacturer narrative:
As per customer she became insulin resistant and also experienced food poisoning.